Event description:
It was reported that a patient presented to the clinic for a routine follow up. Upon interrogation the atrial lead exhibited oversensing. The lead was capped and replaced on (B)(6) 2017. The patient was in a stable condition before, during and after the procedure.